Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and serial number label fading. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that they were hospitalized due unknown reason. The customer¿s blood glucose level was 179 mg/dl at the time of hospitalization. Customer had nausea, vomiting, abdominal pain and other high ketones. Customer reported that the insulin pump had damaged. The insulin pump will be returned for analysis.